Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical trial. It was reported that post index procedure, the patient had a target vessel revascularization. The patient presented to the index procedure with unstable angina. Target lesion 1 was located in the mid rca with 60% stenosis, a length of 25mm and reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilatation, placement of a 3.0 x 32mm express2 bare metal stent. Post-dilatation stenosis was 0%. The patient was discharged 5 days later on protocol doses of asa and plavix. At 1711 days post index procedure, the patient was admitted due to substernal chest pain, nausea, and light headedness that had awakened her from sleep. She had been experiencing exertional substernal chest pain with mild shortness of breath, relieved with rest, for two weeks. An mi was ruled out "by negative cardiac enzymes," and the patient was referred for cardiac catheterization. The distal rca was treated with a 3.0x12mm taxus stent. The patient was discharged one day later on asa and plavix. In the opinion of the physician, there is a possible relationship between the tvr and the express2 bare metal stent.